Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a procedure on (B)(6) 2013, when the surgeon inserted the 4.0mm cannulated screw, he noted that the screw threads began to unwind from the screw. When the surgeon backed out the screw, the threads on the screw shaft broke off. The screw was removed and replaced with another screw. The procedure was delayed by 20 minutes. This is 1 of 1 report for complaint (B)(4).